Event description:
It was reported that at refill the expected reservoir volume was 4.3 mls and 14 mls were aspirated. The patient "went through withdrawal"; specific symptoms were not reported. Device troubleshooting was being considered. A follow-up report will be sent if additional information becomes available to us.